Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump did not function properly and leaks with every bolus given. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.